Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an ultrasound-guided biopsy, through soft tissue, the device needle allegedly bent. It was further reported that during evaluation foreign material was found in the needle. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received for the reported event which is incidental and the complaint was opened in an error. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: d4 (expiry date: 06/2023), g3. H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided biopsy procedure, through soft tissue, the needle of the device allegedly bent. There was no reported patient injury.